Event description:
Dht (dobbhoff tube) out per loose tape. Tip of tube appears torn off. Tip no where in site (sic). Stat cxr (chest x-ray), flat upright abdomen ordered. Adb. (Abdominal) x-ray show tip in lower abdmonen.